Event description:
During cap change for patient's blue lumen of their broviac, the IV tubing lines were temporarily capped off while cap change occurred. The tubing lines were infused together through a bearclaw (smartsite extension set). When the bearclaw was reattached after the cap change was completed, the luer for the bearclaw spun and came off the end of the bearclaw. The lines were detached and capped off immediately from the bearclaw, and a new bearclaw was primed and attached to the tubing lines. The new tubing lines with the new bearclaw was attached to the patient. No harm noted.